Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary mako left tka. It was reported that the dose of cement hardened at 10 minutes (5 minutes sooner than expected). Because the implants could not be implanted, the cement was removed (including chiselling it out) and a second batch mixed. The second batch hardened at approximately 8.5 minutes, but as the only implants left to address were the femur and patella, the implants were able to be implanted. Surgical delay 15-20 minutes. Additional information provided: all cement and monomer used. Nothing added. No water, saline, blood, fat, etc present. Storage temperature in the low 70's f (details to be provided including humidity) - both for the cement and the mixing apparatus. No refrigerator storage. Cement was in storage under the or for approximately 2 weeks (separate from sterile storage, but same conditions). Cement was in the o.r. Approximately 2 days. Or temperature 63-64° f. Wall timer was used to record setting time. The hospital had 2 incidents with its air conditioning. It went down approximately 2 weeks prior (24-may-22) for an unknown amount of time and again on 28-may-22 for an unknown amount of time. Rep reported information on the storage conditions (temp and humidity) can be obtained but that no further information will be released by the hospital or surgeon.